Event description:
The customer reported that the pt received two burns to the lower back area after an anterior resection surgery. The pt was in the lithotomy position and was not repositioned during the procedure. In addition, a large quantity of fluid was discovered under the pt after the procedure. The return electrode was positioned on the pt's left thigh. A ligasure impact and an electrosurgical pencil with a blade electrode were the instruments used in the procedure. The pt had no pre-existing conditions and was not on medications. Currently, the pt is recovering at home and the burns are being treated with ointment and daily f/u. The burn on the left side has healed, but the burn on the right side is still visible, and the pt is still experiencing some pain on the right side.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete, a f/u report will be submitted.